Event description:
It was reported that the user accidentally scanned their glucose sensor with the libre app, which resulted in the sensor becoming paired to another device and unavailable to the ilet; the agent educated the user on using blood glucose (bg) run mode and transferred them to the sensor manufacturer for further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding cgm pairing and operation. Investigation of this case revealed the sensor was in use by another device, which prevented cgm pairing to the ilet and led to dosing stopping soon and the cgm not being paired. It was concluded, based on previously established findings for similar reports, that user interaction with the sensor application caused the pairing conflict.

Manufacturer narrative:
Initial.